Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left side deflation¿. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, wear abrasion, curved opening, white particles in shell. Leak test and microscopic analysis was performed which identified: a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening, broken plug strap with sharp edge assessed as unidentified(tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. Broken plug strap with sharp edge assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported "left side deflation¿. Device remains implanted.

Event description:
Device has been explanted.